Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. When not wearing the processor, the noise is not present. The noise occurs more when he moves his head. A re-implantation will be scheduled.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. It was not possible to identify causes for the reported issues during the case investigation. Mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
The user's hearing performance with the device is affected. When not wearing the processor, the noise is not present. The noise occurs more when he moves his head. The user has been re-implanted.